Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. A secondary issue was identified with the test strips in that the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Migraine.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately between 11am and 12 noon on (B)(6) 2018, when she obtained an alleged inaccurately erratic blood glucose result of ¿143 mg/dl¿ mg/dl¿. More than 20 minutes after obtaining this result, she reported further alleged inaccurately erratic blood glucose results of ¿279 and 206 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with oral medication of metformin, diet and/or exercise. She reported that she had felt ¿sluggish, real tired and sleepy, really nervous and had a migraine¿ before and after obtaining the alleged inaccurately erratic results. She stated that she called her doctor on (B)(6) 2018, to ascertain why her readings were not going down. She reported that she was advised by her doctor to increase her dose of metformin medication and she commenced this new regimen at breakfast on (B)(6) 2018. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that she had used an approved sample site to obtain the blood samples. She also confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strip and education was provided by the cca on its¿ use. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sluggish, real tired and sleepy, really nervous and had a migraine before and after obtaining alleged inaccurately erratic blood glucose results on the subject meter.